Event description:
Complaint alleges: during a lap chole, the surgeon used an ae5 from this lot#, but the applier would not load or hold the clip. A second ae5 from the same lot# was used with similar results. A third applier from a different lot# was used to finish the procedure with no issues. No pt injury reported. Pt current condition reported, as fine.

Manufacturer narrative:
The device history record (DHR) review investigation did not show issues related to complaint. Device sample received by manufacturer, but investigation is still underway at time of this report.